Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs b)(4).

Event description:
The hospital reported loss of ventilation during a case when the unit was disconnected from main power source and did not run on battery power. The patient was switched to manual ventilation. There was no patient injury.